Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient's implant would not connect to the programming software. External and programming equipment were changed, but the problem was not resolved. The results of an integrity test done in 2007, were consistent with receiver/stimulator malfunction.